Event description:
It was reported that during follow-up, high capture thresholds were observed. A capture test was performed and loss of capture and decreased sensing were observed. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.